Event description:
A malfunction alarm was reported by the customer, specifically with the malf 12 code, and details indicated there was no adverse impact to the customer's blood glucose level. Technical support provided guidance to the customer on resetting their pump, as they had not previously attempted this themselves, and after the reset, the malfunction code did not reappear. The customer was advised that they could continue using the pump and to contact support again if the malfunction code recurs, which the customer acknowledged and understood.